Event description:
As reported by the foreign country's registry, this pt was initially treated with a cypher stent, prior to admission into the study. Percutaneous coronary intervention (pci) was subsequently performed on the same lesion due to restenosis. One week after repeat pci, the pt returned and intra-stent restenosis reported. The pt was treated by angioplasty two months later.

Manufacturer narrative:
Pci was performed on a lesion in the proximal rca and a 3.0x13mm cypher select stent. Details of this procedure are not known. This pt was subsequently enrolled in the foreign country's registry. Pci was performed initially on a 90-99% sub-occlusive lesion in the proximal right coronary artery. The (b2) eccentric lesion was moderately calcified and angulated between 45 and 90 degrees. The lesion was pre-dilated with a 2.5x15mm maverick balloon at unknown inflation pressure before a 3.0x33mm cypher select stent was deployed at 14 atm. Timi iii flows were recorded pre and post-procedure. Residual diameter stenosis measured 0%. Pre-procedure medications included ticlopidine/clopidogrel, aspirin, and statins. Intra-procedure medications included ticlopidine/clopidogrel, aspirin and heparin. Post-procedure medications included ticlopidine/clopidogrel, aspirin and statins. One week later, the pt returned with unstable angina and intra-stent restenosis was found. It was treated by angioplasty two months later. Clarification regarding a thrombotic event is pending. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. Additional info has been requested and will be submitted within 30 days upon receipt. This is one of two products that were reported under the following manufacturing numbers 9616099-2007-00924 and 9616099-2007-00925.